Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID a820 serial# unknown product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl, morphine, bupivacaine and clonidine via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient reported the handset was taking a long time to connect to the pump for about 2 months. The patient stated they had to tilt the reader to a 45 degree angle to get the communicator to read the pump. The patient reported the device got to 90% and then took 4 mins to complete. The patient stated they got 20 bolus a day. The agent asked the patient to connect with the handset and communicator and patient connected to pump and they saw the lock out screen. The agent assisted the patient with clearing the data and close out all apps and reset the device. After reset the device connected to pump very fast. The agent assisted patient with navigating the handset to see the communicator %. Patient services reviewed device function. The troubleshooting steps that were taken on the call resolved the issue.